Event description:
The pt reported experiencing elevated blood glucose of 10 mmol/l (180 mg/dl) for the past 8 weeks and he does not believe the infusion device is correctly delivering boluses. The pt's normal blood glucose level is 6 mmol/l (108 mg/dl). The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.